Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for tina-quant iga (iga). The sample initially resulted as 86 mg/dl and this value was reported outside of the laboratory. The doctor questioned this value since the previous result from the patient was <5 mg/dl in november. The sample was then repeated on (B)(6) 2012 and resulted as 0 mg/dl accompanied by a data flag. The repeat value was believed to be correct and a corrected report was issued. The sample was repeated a second time on (B)(6) 2013 by the field application specialist and it resulted as 0 mg/dl accompanied by a data flag. The analyzer then automatically repeated the sample with an increased sample volume, resulting as 0 mg/dl accompanied by a data flag. The patient was not adversely affected by the event. The iga reagent lot number was 66302101 with an expiration date of 12/31/2013. The field application specialist could not determine a cause for the event. She reviewed the calibration trace and quality control results for any errors. She also repeated the sample as stated above and performed a precision study. The precision study results were within guidelines. The field service representative could not determine a cause for the event. He was unable to duplicate the error. He performed an instrument check test. He replaced the sample probe and r1 probe. The instrument was found to be operating within specifications.

Manufacturer narrative:
A specific root cause could not be determined. An analyzer problem can be excluded as the performed rerun delivered the expected patient result. As the quality control is within range and calibration looks stable, a system failure is not likely.

Manufacturer narrative:
It was also noted during investigation that the sample ID number of the first rerun had been blackened out on the data provided by the customer, so a sample mix up cannot be excluded.